Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported embolic infarction could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed a system stop due to the driveline being disconnected, which the account attributed to the user error of the patient performing a controller exchange at home. The controller event log files contained events from (B)(6) 2023. On (B)(6) 2023, the log files recorded driveline disconnect alarms, followed by the removal of external power from the system controller, consistent with the reported controller exchange. The pump appeared to operate as intended at the set speed for the duration of the log files while the driveline was connected. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. Stroke and thromboembolism are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Voluntary medwatch received that states that the patient had a neurologic event on (B)(6) 2023. The patient developed acute onset right upper extremity weakness. A head computed tomography (CT) confirmed a left occipital infarction thought to be embolic in nature. Upon admission, the patient was on warfarin with international normalized ratio (inr) of 2.2 within goal inr range of 2-3. The customer also provided log files to assess the left ventricular assist device (lvad) function and see if there are any indications of pump thrombus. Aside from routine log file analysis, the doctor requested data regarding pump rotor position and acoustic system signal changes. The pump rotor displacement and noise were reported to be within normal ranges. The mechanical circulatory system (mcs) equipment was operating as intended.

Manufacturer narrative:
Voluntary mw number 2201100000-2023-8007 was received on 09may2023: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.